Event description:
It was reported that this implantable cardioverter defibrillator (ICD) lower rate limit was increased to suppress premature ventricular contraction (pvc); however, the pvcs were oversensed on the atrial channel. Technical services recommended adjusting the cross-chamber blanking period to reduce the oversensing, and the healthcare provider planned to make the programming change. The device remains in service. No adverse patient effects were reported.